Event description:
It was reported that the positioned right ventricular (rv) lead dislodged during the implant procedure. The lead was removed and re placed. During the revision the physician could not screw the rv lead into the connector block. After several attempts with different screw sets and service kit, the implantable pulse generator (ipg) was removed and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.